Event description:
As reported via the (B)(6) registry, a patient experienced a stroke on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the left ostium internal carotid artery. The lesion was described as 22mm in length, moderately calcified and arch type I. The reference vessel was 6.0 in diameter with moderate vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There were no air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. At post procedure, the patient developed left visual filed loss. The onset symptoms were gradual and the event was diagnosed as a stroke. The patient was treated with antiplatelet therapy and underwent an ophthalmic exam during hospitalization. The post procedure nih stroke scale score was 3 and the stroke scale score was 4. The symptoms partially resolved with major residual. The patient was discharged three days after the index procedure. Per the site, the prolonged hospitalization was not due to the event. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per additional information received, the patient is currently stable and no new events have occurred.

Manufacturer narrative:
Addendum: additional information received, indicated that the stroke the patient experienced on (B)(6) 2013 was an intracerebral/subarachnoid hemorrhage. At the 30 days post procedure study visit, that nih stroke score was 2 and the stroke scale score was 1. The patient continues on aspirin and clopidogrel. Complaint conclusion: as reported via the sapphire registry, this (B)(6) female experienced a stroke on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the left ostium internal carotid artery. The lesion was described as 22mm in length, moderately calcified and arch type I. The reference vessel was 6.0 in diameter with moderate vessel tortuosity. A 5mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There were no air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. At post procedure, the patient developed left visual filed loss. The onset symptoms were gradual and the event was diagnosed as a stroke. The patient was treated with antiplatelet therapy and underwent an ophthalmic exam during hospitalization. The post procedure nih stroke scale score was 3 and the stroke scale score was 4. The symptoms partially resolved with major residual. The patient was discharged three days after the index procedure. Per the site, the prolonged hospitalization was not due to the event. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per additional information received, the patient is currently stable and no new events have occurred. The site additionally noted that the stroke involved intracerebral/subarachnoid hemorrhage. At the 30 days post procedure study visit, that nih stroke score was 2 and the stroke scale score was 1. The patient continues on aspirin and clopidogrel. The patient¿s medical history includes hyperlipidemia, CABG, smoking, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. The device was not returned as it remains implanted. A review of the manufacturing documentation associated with precise lot number presented no issues during the manufacturing process that can be related to the reported complaint. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Therefore, no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Antiplatelet therapy during the event. Additional information will be submitted within 30 days of receipt.